Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system. Other relevant device(s) are: micra. Mc1vr01-delsys / expiration date: 28-oct-2020/ serial#: mcr664895s UDI #: (B)(4). No h4: mfg date: 23-may-2019. Yes. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure of the leadless implantable pulse generator (ipg), the perforation of right ventricle and pericardial effusion were observed. Device was deployed three times. During the fourth injection, the contrast staining was observed, the blood pressure dropped and absence of right heart border motion was noted. Pericardiocentesis was performed. Cardiothoracic surgeon placed patient on extracorporeal membrane oxygenation (ECMO) as compressions were performed. The physician performed sternotomy and was able to close perforation and patient was taken off bypass. Subsequently, the patient was declared dead.